Event description:
It was reported that while in use on a patient a 980 ventilator had water in the exhalation valve. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien service engineer (se) inspected the device and found the exhalation flow sensor (evq) to be contaminated with water. The se replaced the evq. The se performed extended self-testing on the device and all tests passed.